Event description:
A new 070 95cm neuron was removed from inventory. During the prep of the catheter, after the continuous flush, tubing was connected to the rhv on the back of the neuron. Leaking of fluid was observed in two places on the clear polymer on the back-hub where the rhv is connected. Upon closer inspection, a crack was observed on the clear hub. The product never entered the pt. A new neuron was removed from inventory, and the case was successfully completed. The physician does not recall over-tightening the lure connections.

Manufacturer narrative:
The unit was returned in a ziplock, biohazard labeled specimen bag. The labeling on the bag states ¿hub broke during case (B)(6) 2009 power injection @450 psi when saw leaking.¿ the unit was decontaminated in 1:10 dilution of household bleach. During the flushing process, decontamination fluid could be seen leaking from the hub. Examination of the catheter revealed a series of cracks in the cone of the lure fitting. In addition there is a kink 0.5cm from the distal tip. The crack in the lure fitting is consistent both with over-tightening during use and use at unusually high pressures. The DHR for this lot has been reviewed. Defect noted prior to use. (B)(4), this defect, if not discovered, could contribute to pt injury or death. A review of the device history record (DHR) was completed on part #2314-04 (lot # l15401). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l15401) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.